Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) lower display was out of specification electrically. It was also indicated that the lower case and side bail covers were broken and that the ring was bent. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left half of the external pulse generator's (epg) lower display was unreadable. The epg was returned for service. There was no patient involvement.